Manufacturer narrative:
The pump was received stuck with critical pump errors due to corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a cracked case on the battery tube area, a peeling end cap address label, moisture damage on the motor assembly and moisture damage on the force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown.